Event description:
It was reported that the spinal cord stimulation (scs) system was explanted for an unknown reason. No additional information was available.

Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16585822. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16585822. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16512998.